Event description:
Incorrect joint behaviour: no stance phase resistance: falling: laceration at the eye the joint keeps buckling. Whether the fall occurred due to the joint is not clear. The user also has a flu infection and has not used the joint for some time. The joint's resistance is sporadically zero when standing, the patient describes it by simply flexing the joint, she had a one-time error message that could be eliminated after spending one night while charging the battery the error message came only a few days after the fall the user applied a patch to the wound herself and was not receiving medical treatment.

Event description:
Incorrect joint behaviour: no stance phase resistance, falling, laceration at the eye the joint keeps buckling. Whether the fall occurred due to the joint is not clear. The user also has a flu infection and has not used the joint for some time.